Event description:
It has been reported that the unspecified bd¿ pen needle has been found with clogged needles during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the consumer had to throw away about 10 needles that did not allow any flow thru them. Verbatim: from phone call: consumer returned call and reported nothing was coming out of the needle during injection. He only does the priming for the new pen. He thinks it is wasting insulin. Consumer uses new pen needles for his injection. He does rotate the skin site. He visually tests the needle before using. He firmly attaches the pen needle during attachment. Incident date-unknown; occurence-6; it has happened in the past with other boxes-lot#-unknown; incident date-unknown; occurrence-unknown. When it came to this lot# he decided to notify us. He also reported his sisters husband is new to the insulin and when he tried pushing the plunger he could not push it. He told him to use the new pen and it worked.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found with clogged needles during use. The following has been provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the consumer had to throw away about 10 needles that did not allow any flow thru them. Verbatim: from phone call: consumer returned call and reported nothing was coming out of the needle during injection. He only does the priming for the new pen. He thinks it is wasting insulin. Consumer uses new pen needles for his injection. He does rotate the skin site. He visually tests the needle before using. He firmly attaches the pen needle during attachment. Incident date-unknown; occurence-6; it has happened in the past with other boxes-lot#-unknown; incident date-unknown; occurrence-unknown. When it came to this lot# he decided to notify us. He also reported his sisters husband is new to the insulin and when he tried pushing the plunger he could not push it. He told him to use the new pen and it worked.